Event description:
Reporter alleged a patient in triage was tested with a result of hi (greater than 600 mg/dl) on an unknown inform meter. Reporter stated that the patient was treated with 3 liters of fluid. Reporter stated that at some point, a venous sample was obtained and analyzed in the lab with a 68 mg/dl result. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.